Event description:
It was reported that while using the neptune 2 rover ultra during a procedure the device's smoke evacuator failed. If the smoke evacuator fails, there is a chance of the staff or patient being exposed to surgical smoke and encountering an infection risk. The case was completed successfully without any delay. There was no medical treatment, intervention, adverse consequences or known impact to the patient or staff.